Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
As reported to medtronic, during an attempt to monitor a patient's vital signs the device intermittently lost power; resulting in an inoperative device. The reporter stated there were no adverse affects to the patient as a result of device operation.